Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: the client reports that the trocar reducer peeled (broke off) after a 5mm instrument was inserted. The piece migrated inside the trocar and into the pt abdomen. Another 10mm trocar to complete the operation. Reducer piece was retrieved without incision extension. Operating room time was not extended over 30 minutes. No pt injury was reported.